Manufacturer narrative:
The lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received multiple inappropriate shocks one week post-implant. It was suspected the shocks were delivered due to rapidly conducted atrial fibrillation (af). However, interrogation showed noise oversensing in the episodes. X-rays were performed, which found the lead had dislodged and appeared to be in the coronary sinus, oversensing the patient's af. A magnet was applied to the device until the patient was seen and the device programmed with tachycardia therapy off. At the lead revision the pocket was opened and some of the lead was found wrapped around the header of the device, with a broken suture, and the device had been flipped. Twiddler's syndrome was suspected. The lead was successfully repositioned and the system remains implanted and in service. No additional adverse patient effects were reported.